Manufacturer narrative:
Device passed self test and displacement test. Formatted history file analysis confirmed software error and the motor arm cannot communicate with the main arm alarm due to software error. Device received with broken belt clip rail. No cracks on the back of the rail noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had motor arm cannot communicate with the main arm error. The customer blood glucose level was 3.7 mmol/l at the time of incident. The customer will not return insulin pump for analysis.